Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, a fast-fix 360 failed to function as intended. The first anchor, t1, deployed successfully, but the second anchor, t2, remained attached to the fast-fix 360 needle. The pusher in the needle passed beneath anchor t2 without catching it. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Corrected data on h6.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found that the needle's pusher moves below anchor t2 without getting caught. The images shows the device's identification information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended force to the needle. No containment or corrective actions are recommended at this time.